Manufacturer narrative:
B5: event description updated.

Event description:
It was reported that during meniscal repair, the ultra fast-fix suture broke with the first part of implanted implant. Suture was trimmed and team moved on with the case with a back up device. No delay or patient injuries or complications were reported.

Manufacturer narrative:
H3, h6: one 72201491 ultra-fast-fix needle delivery system device used for treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The complaint stated: ¿during meniscal repair, the ultra fast-fix suture broke with the first part of implanted implant.¿ an exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during meniscal repair, the ultra fast-fix suture broke with the first part of implanted implant. Suture was trimmed and team moved on with the case. It is unknown if there was a back up device. No delay or patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.